Event description:
Customer reportedly received result of 500 mg/dl on the mobile system and result of 180 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208015, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.